Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility and metal debris. Subsequently, the patient was revised on (B)(6) 2012. The modular head was removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 4 states, ¿loosening or migration of the implants may occur.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05843 and 1825034-2014-05040).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility, and metal debris. Subsequently, the patient was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to left acetabular loosening. Revision op report notes debris in joint space, bone resorption along the posterior column, and osseous integration were observed. No metal staining was present. The head and cup were removed and replaced.